Event description:
It was reported that the patient was picking at the incision site and pulled the lead through the skin. The patient had surgery and the surgeon sutured down the lead. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.